Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator prematurely due to excessive charge times.